Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4) ) displayed "system error, out of service, revert to manual CPR " upon powering on. Also mentioned, a possible contamination of the bodily fluids inside of the autopulse platform. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform was manufactured in (B)(6) 2016 and is more than 5 years old, exceeded its expected service life of 5 years. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform since 2016. No physical damage was observed on the returned autopulse platform. Upon further visual inspection of the platform, noted the fluid ingress contamination and corroded top blue case cover metalized coating due to fluid ingresses, confirming the strong smell coming from the platform reported by the customer. The top cover needs to be replaced to address the issue and the platform required a bio-cleaning. Also, unrelated to the reported complaint, during visual inspection observed the processor pca, lcd, drivetrain and gearbox, pdb board, battery compartment were also contaminated by the body fluid and required replacement to address the damage. The root cause of the fluid ingress is likely attributed to user mishandling. In addition, unrelated to the reported complaint, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The clutch plate needs to be deburred to address the sticky clutch problem. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the reported complaint date. The processor board needs to be replaced to remedy the fault. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).